Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedence was observed. Loose set screw was noted. The setscrew was retightened.